Event description:
Dealer states, "the plastic that holds the snap butt is twisted and not working correctly. Sataes that the snap button has sheared off (B)(4).

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction and observed by the dealer; the snap button was twisted and not working correctly. The dealer also alleged that the snap bottom was sheared off. The malfunction is potential for fall injury. MDR filed.